Manufacturer narrative:
(B)(4).

Event description:
An eyecare professional reported that a pt has been prescribed zovirax associated with a very red eye. The pt was advised by the prescribing physician to have their contact lenses tested as it is thought the infection was caused from a contaminated batch. The pt returned to the optometrist for a check up (no date provided). The eye was reported as still very red and only looking a little better. Zovirax continued.